Manufacturer narrative:
G5: additional information h6: corrected information.

Manufacturer narrative:
A review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated. According to the instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis; adverse events that may occur include, but are not limited to: endoleak, embolization (micro and macro).

Event description:
On (B)(6) 2017, this patient underwent emergent endovascular treatment for an abdominal aortic aneurysm suspected to be pending rupture; and common iliac artery aneurysms. Gore excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses were implanted to treat the aneurysms. The procedure was completed with no evidence of endoleak. On unknown date, follow-up with the patient determined aneurysm enlargement of over 5mm and a distal type I endoleak involving the internal iliac component on the right side. On (B)(6) 2020, the patient underwent re-intervention and the right internal iliac artery (riaa) was coil-embolized, and two additional contralateral leg components were implanted to treat the distal type I endoleak. Coverage was extended to the right external iliac artery and intentionally covering the right internal iliac artery. The endoleak was resolved. The patient tolerated to the procedure.